Event description:
During a neuro-vascular procedure of a previously coiled acom artery aneurysm requiring additional coils and planned enterprise stent placement, an enterprise vrd and delivery ((B)(4)/lot unk) was placed from the a2 across the acom using a prowler select plus 45 microcatheter to deliver the stent (noted high tortuosity in internal carotid artery) and upon placement a kink was noted at the level of the petrous internal carotid artery. The enterprise stent was delivered but slightly below the level across the acom with the proximal stent tines within the distal aspect of the internal carotid artery. Post stent placement, no stent fracture was noted. The physician tried to access the acom with the penumbra px400 45degree microcatheter but was unsuccessful trying to enter through the enterprise stent and then decided to begin successfully coiling through the enterprise stent with an sl-10 microcatheter. Physician completed the cases successfully without any patient complications. Post procedure stent fracture (via stent configuration of proximal tines misaligned) was noted. Additional information has been requested, but to date, it has not been received. Additional information has been requested, but to date it has not been received.

Manufacturer narrative:
During a neuro-vascular procedure of a previously coiled anterior communicating (acom) artery aneurysm requiring additional coils and planned enterprise stent placement, an enterprise vrd and delivery (enf453712/lot unk) was placed from the a2 across the acom using a prowler select plus 45 microcatheter to deliver the stent. There was noted high tortuosity in internal carotid artery (ica) and upon placement a kink was noted at the level of the petrous ica. The enterprise stent was delivered but slightly below the level across the acom with the proximal stent tines within the distal aspect of the ica. Post stent placement, no stent fracture was noted. The physician tried to access the acom with the penumbra px400 45degree microcatheter but was unsuccessful in trying to enter through the enterprise stent. An sl-10 microcatheter was then used to successfully coil through the enterprise stent. The procedure was completed without any patient complications. Post procedure stent fracture (via stent configuration of proximal tines misaligned) was noted reported as confirmed by the physician caused by the penumbra microcatheter. The enterprise remains implanted and the lot number of the device is not known; therefore a device history record review cannot be completed. Although no definitive conclusion can be made, it appears that the highly tortuous vessel characteristics contributed to the reported events. This vessel tortuosity and device selection are factors that may have contributed to the inability to access the aneurysm through the enterprise stent with the first penumbra microcatheter which as reported is a possible cause for the stent fracture.

Manufacturer narrative:
Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10053510. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.